Event description:
The patient received effective therapy 2 to 3 months post op but then experienced an increase in frequency an urgency beginning in (B) (6) 2009. Six months later she had no improvement in symptom relief and had pain associated with the device. The physician indicated that the device began to "malfunction" and with no improvement in the patient he decided to remove the device. No patient injuries were reported and was discharged home. She was now being treated with oral medications and was reported as doing fine.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.